Event description:
I bought this oxygen concentrator on amazon. These products are counterfeit and have not been certified in the united states. My life safety has been threatened and damaged during use. Please help investigate how these uncertified products are flowing into amazon for sale. Please stop these substandard products from being sold in the united states. Https://www.amazon.com/pengppww-continuous-and-stable- supplemental/dp/b0cp9vrf5l/ref=sr_1_5 crid=3deqs6swx40ay&dib=eyj2ijoimsj9.olvbi34fkyalzvpelvc9duplh5rv3qxhsqdicvmeqavl38abqvvu1yyxmv8wxewn2lxpbhfhypj4dzw97dsc3mwhrq-fbnc24gslsv9fphqjq6w5hhd9arv9kv8cej- pe7l6mmwxpqalex6jnfv_d6bu9nfq1vtyzuse7qemu4udnzk6jo30jd1bt5vluq3gy1msu_8pmedxtubgqkvk7fidlstvjvoqcsgr- _mkcg3tea4gkrlmdilg1bx6yrjwth14jkyu3fgbl0uaxxyrpaklto5sy39eonsza0rtdc.wll8l4tad59akqrr1ioow7lkz90qiagplovyg5yvsoe&dib_tag=se&keywords=oxygen+concentrator+machine&qid=1722181404&sprefix=oxygen+c on%2caps%2c497&sr=8-5. (B)(6).